Manufacturer narrative:
Correction: updating h6 coding.

Event description:
New information received notes that the event of under sensing was initially discovered remotely.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.